Event description:
It was reported that the device was explanted after an implant duration of at least 4 months, due to endocarditis. It was reported that another device was explanted.

Manufacturer narrative:
Device not returned.